Event description:
It was reported that a right atrial leadless pacemaker (lp) delivery catheter's tethers did not align during initial implant. The lp was still able to fixate, although unspecified measurements weren't ideal during the procedure. The measurements were said to have improved the day after implant but capturing and sensing were unstable during the first week. The lp was explanted and replaced. Patient was discharged with no consequences.